Event description:
It was reported that attempted but not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lv lead was aborted due to inability to find a vein with adequate thresholds. The lead was attempted but not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, but blood noted on distal conductor; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, but blood noted on distal conductor; full lead returned and analyzed.